Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire entrapment occurred. An angiojet zelantedvt catheter was selected for a thrombectomy procedure of the femoral vein. The catheter was being used over a non-bsc guidewire; however the catheter became bound up on the wire. The whole system (wire and catheter) were removed from the patient. Another of the same zelante device was used to complete the procedure. There were no patient complications and the patient was fine.